Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that 384 days following a coronary artery drug eluting stenting treatment procedure, the patient underwent a target vessel reintervention. The patient reported experiencing intermittent heaviness in the chest, along with sore arms. She was hospitalized three days prior to the index procedure after having a particularly severe episode of chest discomfort. The patient was ruled out for acute myocardial infarction. She subsequently had an adenosine cardiac nuclear scan which showed a large area of reversible anterior wall ischemia. The patient was transferred to the study site two days later for further evaluation. The index procedure identified and treated one target lesion. Target lesion one was a de novo, 3.5x15mm, 90% stenosed, mildly calcified lesion of the proximal lad (left anterior descending), target lesion one was treated with predilation and placement of a 3.0x20mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The patient's post procedure course was unremarkable. She converted to normal sinus rhythm during the first night in the hospital. The patient was discharged three days post procedure on asa and plavix. The patient was readmitted 384 days following the index procedure for a scheduled cardiac catheterization. The patient had presented at her cardiologist's office in mid 2006, reporting a several month history of bilateral arm aching associated with hurrying or walking too far. The patient declined pharmacologic stress testing and was unable to perform treadmill testing. The patient was still taking aspirin and clopidogrel at the time of admission. The admission history and physical notes hypertension and hyperlipidemia, which were not noted at the time of study enrollment. The proximal lad was treated with balloon angioplasty and placement of a 3.5x8mm taxus express2 drug eluting stent. There was no residual stenosis. There were no reported complications and the patient was discharged the next day on continued asa and plavix. The investigator assessed this event as unrelated to the device. The clinical events committee adjudicated this event as a target vessel reintervention of the lad, possibly related to the taxus stent.